Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient went in for an MRI and said that she put the ins into MRI mode, but about 20 minutes into the MRI, the battery began to heat up so badly that they had to end the MRI early. The rep reported that when they ran a typical impedance check on the battery, the patient had difficulty with the impedance check, the patient said that it was very painful. The patient seemed to be sensitive to the stimulation. Impedances looked good. The rep also reported that the ins would only work for a few minutes and then turn off. The rep was to meet with the patient on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient first noticed their issues in early december (exact date unknown). The cause of the patient's issues was undetermined. The rep met with the patient to check impedances and the impedances looked good. The patient stated that their ins was working fine when the rep met with the patient again in january. No further information was reported.